Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that "the stick fit screwdriver interface, after a couple of cases, seems to longer "stick." Screws either need to be manually jammed on to screwdriver by tech or they fall off all together. There was a 30 minute delay reported.